Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 48 mg/dl due to inadvertently using their son's pump instead of their own. As a result of using the wrong pump, settings did not match customer's needs and led to low bg. Low bg was addressed by consuming carbohydrates. Reportedly, customer switched back to the correct pump with the correct settings and resumed insulin therapy.